Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that no treatment was given during hospitalization. The cause of the peritonitis was a breach in aseptic technique further described as ¿the attendant did capd (continuous ambulatory peritoneal dialysis) with proper training.¿ the patient was discharged 2 days after admission. At the time of this report the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.